Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 300-400 mg/dl range. Reportedly, the cause of the elevated bg levels were because the customer had a minor surgery. However, during a system check with tandem technical support, it was determined that insulin drops were not exiting the infusion set tubing. The customer unscrewed the infusion tubing from the cartridge and performed fill tubing again; however, no insulin was seen coming from the cartridge. The customer loaded a new cartridge and connected the infusion set tubing that was used with the previous cartridge and reported seeing drips through the cartridge and infusion set tubing. The customer was able to complete the load process successfully.